Event description:
It was reported that during a moderately tortuous, mildly calcified, de novo, distal, right coronary artery stenting procedure, during pre-dilatation, a mini trek rx balloon delivery system was advanced without resistance and the balloon ruptured with the first inflation between 4-6 atmospheres. The mini trek rx balloon delivery system was removed without resistance and a non-abbott balloon was used for the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on sem analysis and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Scanning electron microscopy noted the balloon failure mode may be attributed to mechanical damage to the outer surface along a fold crease. The leak was located over a distal marker. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.